Manufacturer narrative:
On december 2, 2021 mentor became aware that this complaint has been identified as a duplicate of manufacturer report number: 1645337-2021-13095 . See manufacturer report number:1645337-2021-13095 for final reporting and complete documentation of this event. No further regulatory reporting to us FDA will be done in this complaint file. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified surgery with a 275cc mentor memorygel breast implant experienced unknown-sided capsular contracture unknown grade post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Note: mentor reporting both sides serial numbers in this report since the affected side is unknown until further information.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).